Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 491 mg/dl. The customer was assisted with trouble shooting and was informed that the problem could have been a blocked vent. The customer was advised to monitor the insulin pump and to call back if the issue happens again. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.